Event description:
Procedure: unk. The instrument was not working properly and the alarm activated despite 2 reboots. The tissues were inserted in the jaw at least six times but there was blood loss. It was difficult to estimate the size of the tissue thickness.